Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer stated that they having problem that their insulin pump keeps notifying them of something but nothing was coming up on their insulin pump screen. Customer also stated that their pump was just beeping every 7 to 8 minutes but not alerting anything. Customer stated buttons were neither pressed nor accidentally pressed. Customer stated that notification light was not blinking. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.